Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap was unable to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/01/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. No damage was observed to the battery compartment or battery cap. The battery cap contact dimensions were within specification. The cap was able to be secured properly to the pump and removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.